Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump stopped delivering insulin for about an hour. Customer's blood glucose levels were not included in the report. Nothing further was reported.